Manufacturer narrative:
Plant investigation: as of 11/12/2020 no samples were returned. Samples are not needed to confirm the allegation. A sample retain was tested through a special test request and found to be within specifications. In addition, there were companion samples available for testing which were tested at both the oregon and irving laboratories, and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot: 20lxac058, did not meet release specifications. The allegation conductivity low was confirmed. A product history review was performed. A review of the complaint management system on 11/13/2020 identified 4 additional reported events for lot no.: 20lxac056 related to conductivity issues. A review of the product inventory records for lot no.: 20lxac058 indicated that (B)(4) cases of finished product were manufactured on 09/15/20 for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac058 met release specifications. In conclusion, 20lxac058 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic biomedical technician (biomed) reported to fresenius customer service that a lot of naturalyte had low conductivity. Upon follow up, the biomed reported that during use, there was a conductivity issue. The patient was able to complete treatment with a different acid jug. The patient did not experience any adverse events. Per the biomed, 3 jugs are affected. The biomed reported that there was no service to the machines and that they use rx 12 bicarbonate, lot number: 20hxbc011. 1. A return goods authorization (rga) was issued to the clinic for product return.